Event description:
The patient referenced in this complaint file is enrolled in (B)(4) as part of the renewal reimbursement for the gore® excluder® aaa endoprosthesis featuring c3® delivery in the treatment of infra-renal abdominal aortic aneurysms. On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 56mm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery. The patient tolerated the procedure with no reported endoleak. The patient¿s aortic neck length measured 14mm with major calcification. On (B)(6) 2014 the physician reported that the patient underwent re-intervention on (B)(6) 2013 for the proximal type I endoleak, and a gore® aortic extender component was placed proximally. The patient tolerated the procedure, however the endoleak was not resolved.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore ® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: a minimum aortic neck length of 15 mm; key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. The us clinical studies quantify significant thrombus as thrombus &#8805; 2 mm in thickness and / or &#8805; 25% of the vessel circumference in the intended seal zone of the aortic neck.